Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display. Blood glucose was unknown at the time of incident. Customer reported that she put a new bat in tried 3 different ones and she just keeps getting insert battery. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insert battery messages noted during testing. No blank display anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and slightly peeling end cap address label.